Manufacturer narrative:
Section h11 updated. The customer reported that a partial beam delivery was not recorded in mosaiq. An investigation was attempted by conducting an evaluation of the product and the reported information. The customer was contacted several times for the data required to investigate the reported problem, but the full information required to investigate was not provided. The customer has stated that mosaiq was shut down in an uncontrolled manner before the linac beam was terminated. The customer is happy that mosaiq is working as expected in this scenario. The customer has been provided with information on how to manually record the treatment. There was no patient mistreatment. Based on the available information, mosaiq did not have any malfunction and is working as designed and intended.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.

Event description:
The customer reported that a partial beam delivery was not recorded in mosaiq.